Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to 1 station. A technical support specialist (tss) confirmed that the sample patient provided has been discharged, and no further investigation was required. The reason the patient no longer appeared on the medstation was due to a configuration setting: the admission inactivity period was set to 10 days. This setting hides patient profiles after 10 days of inactivity. As the patient has now discharged and there has been no further response from the customer, the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information was not crossed on one station. The customer stated that the patient was visible on the server and was admitted to the correct facility and station; however, the patient was not appearing on that specific station. The patient was added as a temporary patient to allow medication removal. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.